Event description:
Per the customer, the accuracy of the navigation system appeared to be off 2-3mm in the medial/lateral. Two calibrations were performed and both showed the same degree of inaccuracy for all tools. The surgeon decided to use the device for the rest of the case but stated he needed to utilize anatomical landmarks to ensure he was placing screws. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
Per the customer, the accuracy of the navigation system appeared to be off 2-3mm in the medial/lateral. Two calibrations were performed and both showed the same degree of inaccuracy for all tools. The surgeon decided to use the device for the rest of the case but stated he needed to utilize anatomical landmarks to ensure he was placing screws correctly. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.